Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low scanned values while wearing the adc freestyle libre sensor. The customer obtained a sensor scan of 64 mg/dl and a scan of lo (less than 40 mg/dl) the evening prior. On (B)(6) 2021, the customer self-presented at a hospital and was treated with jardiance (insulin) injection (dose unknown) and an unspecified pills for treatment. There was no additional information was provided. There was no report of death or permanent injury associated with this event.